Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. H3, h6: part: 352.033 lot: 365498 manufacturing site: werk selzach logistik manufacturing date: 16 may 2024 expiration date: n/a supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was not returned to medtech orthopedics; however, photos were received for review. The photo investigation revealed that ¿352.033, synream reaming rod ã¸2.5 long l1150¿ has broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the synream reaming rod ã¸2.5 long l1150 would contribute to the complained device issue. Based on the investigation findings, synream reaming rod ã¸2.5 long l1150 was broken because of component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that patient underwent an unknown procedure on february 10, 2025. During the procedure, the following occurred: 1- the specialist initially uses the manual burs from synream, because the patient had osteomyelitis; he started using the bur #7, he hammers it to be able to enter the medullary canal, but when he turned it too hard the doctor noticed that the piece became unsoldered at the handle. He removed the piece with the help of the hammer and used the next bur #8, with which the same thing happened. He then proceeded to try to remove the piece with the help of the hammer, but at the moment this was being done, the handle of the bur became completely unsoldered without having managed to remove the bur. In order to remove the rest of the manual bur, the doctor used the t-handle to bend it and remove it completely. 2- when the specialist passes the 8.5mm synream starter drill over the olive-shaped guide and into the medullary canal, by applying so much force the olive-shaped guide breaks inside the patient's bone but it can be completely removed and for this reason the ria system could not be used. For all the above reasons, the specialist does not present any discomfort in this regard since it was a rather complex clinical case. The surgery was successfully completed without any affectation to the patient and without alterations in the surgical times.